Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
The patient underwent an ams inflatable penile prosthesis (ipp) revision surgery due to the device not inflating as well as it had been. The patient experienced difficulty with the pump. There were no patient complications.